Event description:
It was reported that the pump's basal iq software was not suspending insulin appropriately. Subsequently, the customer experienced a blood glucose (bg) level of approximately 40 mg/dl. Bg was addressed via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to have customer upload pump data for review regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.